Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02544. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh cystoscopy, vaginal mesh excision, posterior repair, autologous pubovaginal sling, excision urethral mesh, and suprapubic catheter placement on (B)(6) 2012 due to mesh was eroding through urethra and was causing partial blockage, and vaginal mesh caused painful and unfulfilling intercourse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/30/2017. Patient codes: (B)(4) hematuria, (B)(4) urinary urgency, (B)(4)urinary incontinence it was reported that following insertion the patient experienced hematuria, urinary urgency and urge incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation and urinary frequency.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary tract infection additional narrative: it was reported that following insertion the patient experienced urinary tract infection.